Manufacturer narrative:
G3: during a review of the records related to this event it was found that the date provided in the initial MDR section g3 should have been populated with the date (B)(6) 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: investigation was updated. The following codes are now added: component code: 4756 for appropriate term/code not available component code: 865 for laser result code: 659 for power fluctuation.

Manufacturer narrative:
Correction: in the initial report it was forgotten to mention that field service was dispatched to perform system evaluation for transient light sensitivity syndrome (tlss) and replaced pre expander, performed auto correlation, spot size camera, alignments, gel evaluation and perform preventative maintenance. System performing to specification. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2024 and had a mild vertical gas breakthrough (vgb). Technician believes the affected eye was the left (os). The procedure was completed. Pre-surgery best corrected visual acuity (bcva) 20/20. Present status post surgery 20/25+2 right eye (od) - 20/20+ os. No additional information was provided.

Manufacturer narrative:
Section a3 and a4: unknown/ not provided device evaluation: on (B)(6) 2024, jnj clinical application specialist visited site and gelled laser at at 5/5 @ 0.65 with 80% melt, 6/6 @ 0.85 at 80% melt and 7/7 @ 1.05 at 80% melt. Doctor's settings are 7/7 with bed energy at 1.0 and side cut energy at 0.90. His flap thickness is set at 100um. Max energy at startup was 2.19uj. After gelling, clinical did an energy wheel initialization and it was 2.26uj. Room temperature was found at 65 degree f, humidity 33%. On (B)(6) 2024, clinical returned to site and observed 13 lasik cases performed by the doctor. Intralase performed well. Initial max energy 2.19 and subsequently stayed at 2.26 the rest of the day. Temp/humidity stayed constant at 65f/33%. Settings used were 1.00 bed energy, 0.90 side-cut energy, flap thickness 100um. Easy lifts and doctor was happy with its' performance. Manufacturing records review: a manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.